Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and pelvic floor repair mesh was used. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, frequency, and incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh and sling were implanted on (B)(6) 2005. It was reported that following insertion the patient experienced recurrence and dyspareunia. It was reported that the patient underwent mesh removal of suburethral sling, removal of sling knot and cystoscopy on (B)(6) 2011 for eroded vaginal mesh and eroded suture from previous sling.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00985. The same patient is represented in each medwatch.